Event description:
It was reported to philips that the device had a pin stuck in battery pca compartment b slot. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified in the lab. Failure was localized to j1 pin 7 which was found to be permanently compressed and may not be making good contact with the battery.

Event description:
It was reported to philips that the device had a pin stuck in battery pca compartment b slot. There was no reported patient involvement/adverse patient impact.